Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient is experiencing discomfort at her ipg site due to its location. As a result, the patient's ipg was relocated via surgical intervention on (B)(6) 2019. Surgical intervention resolved the patient's issue.